Event description:
An unspecified heartstart xl battery issue was reported to philips healthcare. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.